Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-05368 - device 1 of 2 patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with two infusion sets cannulas were kinked. The patient faced symptoms within 3 or more hours after insertion. Both the events happened in last two months. The insertion site was abdomen and used for 1 day. The blood glucose value was displayed as high and managed by correction bolus via pump. Further, the patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.